Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump squirted out insulin during manual prime. Customer was disconnected during prime. The piston on the device kept moving forward after making contact with reservoir. No numbers appeared on the screen or beeps heard. Customer was stuck on prime loop. Customer attempted to use a new set. The device was not dropped, bumped, or exposed to water. Customer declined to provide blood glucose level. No further information reported.